Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
During a pump replacement procedure, the health care professional attempted to access the catheter with a blunt needle but it was not flowing. The catheter was explanted and replaced and the issue was resolved. There was no patient symptom reported. The patient status at the time of the report was alive - no injury. The device system was used to deliver dilaudid. The causality was not reported, if additional information is received, a follow-up report will be sent.